Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to pocket infection. Reportedly, the patient presented to the hospital with drainage from the site. There were no additional adverse patient effects reported. This crt- d was explanted.